Event description:
It was reported that display is broken. No patient injury reported.

Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms #:(B)(4). A manufacturing device history record (DHR) review was not performed, because the results of the complaint investigation do not indicate a problem with the manufacture of the device. A product sample was received for evaluation. Visual and functional testing were performed. Physical condition of the device showed device was received in with a damaged lcd, paint chippings and dents on the enclosure, and cracked reservoir tank cover. Customer?s reported issue was duplicated. Lcd was damaged and broken with no display. The root cause of the reported issue was not determined. Actions taken to mitigate the reported issue: replaced the printed circuit board. UDI information is unknown. Initial reporter also sent report to FDA is unknown. No information has been provided to date. Report source is unknown.